Manufacturer narrative:
Correction: a.2.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on pd was hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. It was stated the patient¿s pd culture had no organism growth but did have an elevated white blood cell (wbc) count of 274. The nurse clarified the patient was not hospitalized and was treated with an outpatient course of intra-peritoneal (ip) vancomycin (dose 1250 mg) for 3 weeks. The nurse reported that the patient continues pd treatment with the same cycler without any issues. The nurse stated the exact cause of the patient¿s peritonitis was unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with a device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on pd was hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. It was stated the patient¿s pd culture had no organism growth but did have an elevated white blood cell (wbc) count of 274. The nurse clarified the patient was not hospitalized and was treated with an outpatient course of intra-peritoneal (ip) vancomycin (dose 1250 mg) for 3 weeks. The nurse reported that the patient continues pd treatment with the same cycler without any issues. The nurse stated the exact cause of the patient¿s peritonitis was unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with a device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined as the patient¿s pd culture did not have any organism growth. . However, peritonitis is a well-documented complication in patients undergoing pd therapy which is most often associate with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on pd was hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. It was stated the patient¿s pd culture had no organism growth but did have an elevated white blood cell (wbc) count of 274. The nurse clarified the patient was not hospitalized and was treated with an outpatient course of intra-peritoneal (ip) vancomycin (dose 1250 mg) for 3 weeks. The nurse reported that the patient continues pd treatment with the same cycler without any issues. The nurse stated the exact cause of the patient¿s peritonitis was unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with a device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.